Event description:
Info received indicates the left foot end brake caster continues to swivel when in brake.

Manufacturer narrative:
The tech found the caster swivel ratchet was worn. He replaced the caster to repair the bed.